Manufacturer narrative:
Device was not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal femur open reduction and internal fixation was performed on (B)(6) 2014. The dynamic hip screw coupling screw broke inside of the dynamic hip screw lag screw when the surgical technician was testing them. The test occurred on the sterile field on the back table of the operating room. Another couple screw and lag screw were readily available. The procedure was successfully completed without patient harm and surgical delay. Screws are not available for return. This is report 2 of 2 for (B)(4).